Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The infection occurred after the re-implantation for this user. Afterwards the skin flap sustained partial necrosis due to infections. No trauma was reported. Re-implantation has been completed on the contralateral side on (B)(6) 2017.

Event description:
After re-implantation the user suffered from an infection to the implant side leading to partial necrosis of the skin flap. No trauma was reported. Re-implantation has been completed on the contralateral side on (B)(6) 2017.

Manufacturer narrative:
Investigation results confirmed a loss of hermeticity at the header assembly through micro-leaks. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Additionally, an infection occurred right after the re-implantation, leading to a partial necrosis of the skin flap. However, no information points to the device having caused or contributed to the observed infection, which is more likely due to medical or clinical reasons i.e. Perioperative inoculation of pathogens at the time of surgery, since it started right after implantation surgery. In addition, a review of the device's sterilization records shows that the device has been subject to a valid sterilization process. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Manufacturer narrative:
Correction: follow-up 01 was erroneously submitted as follow-up 02 in error. Investigation results confirmed a loss of hermeticity at the header assembly through micro-leaks. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Additionally, an infection occurred right after the re-implantation, leading to a partial necrosis of the skin flap. However, no information points to the device having caused or contributed to the observed infection, which is more likely due to medical or clinical reasons i.e. Perioperative inoculation of pathogens at the time of surgery, since it started right after implantation surgery. In addition, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
After re-implantation the user "suffered" from an infection to the implant side leading to partial necrosis of the skin flap. No trauma was reported. Re-implantation has been completed on the contralateral side on (B)(6) 2017.